Event description:
During a coronary drug eluting stenting treatment procedure, the stent dislodged from the balloon. The target lesion was an in-stent restenosis in the proximal circumflex artery (cx). It is noted that taxus express stent is not approved for the treatment of in-stent restenosis. The lesion was predilated with a 2.5 x 15 mm voyager balloon. After predilation the physician placed a taxus express2 8.8% 2.5 x 16 mm stent in the distal cx. The physician then attempted to place a taxus express2 8.8% 3.5 x 24 mm stent in the in-stent restenosis. However, the physician was unable to fully cross the target lesion. It was suggested that from the cd review the physician attempted to deploy the stent. The physician then decided to retract the stent back into the guide catheter. However, the taxus stent would not retract back into the guide catheter. It was then decided to remove the entire system as one unit. However, again the stent would not go through the sheath. The physician then decided to pull the delivery balloon back into the catheter and the stent dislodged from the guide catheter. The stent is currently lodged in the superficial femoral artery (sfa). Pt status is reported to be "satisfactory/good."